Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer just loaded a new reservoir and the pump is telling her that it is low. Customer just filled her reservoir up yesterday. Customer removed the reservoir and sees about 20u. The pump shows that there is about 14.5u left in the reservoir. Customer checked her bolus history, but the call was dropped. No further troubleshooting was done. No further details given.